Event description:
Philips received a complaint from the customer reporting that the v60 ventilator displayed error code 1124 (cbit) check vent: battery failed. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that after the power management (pm) board was replaced, the device displayed a failed battery alarm on screen. It was verified that error code 1124 was in the event log. The customer reported that the device had a non-philips brand battery installed. The rse advised the technician that a non-philips battery was not compatible with the new pm board and contained pic 1.30 software. The technician will replace it with a philips brand battery to correct the issue.